Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude, oversensed noise that led to inappropriate shock and high out-of-range shocking lead impedance measurements greater than 3000 ohms. It was determined that the rv lead had fractured. Additional information was received and indicated that the lead fracture was not conclusively determined through x-ray. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 25 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.